Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Although a cuff miss/suture retrieval issue was not confirmed, a suture detachment was found that would likely result in a suture retrieval issue and would appear similar; therefore, the reported event is confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced was filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery using the preclose technique prior to an endovascular aortic repair (evar). The arteriotomy was 7fr and during the evar procedure, the sheath was upsized to a 16fr sheath. Reportedly, a cuff miss occurred. A second proglide device was used with the same results. Two additional proglide devices were used for successful suture placement. The evar procedure was completed and hemostasis was achieved using the pre-placed sutures of the two proglide devices. There was no reported adverse patient sequel. There was no reported clinically significant delay in the entire procedure. No additional information was provided.